Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(4). The cutting block was in use when one of the pins became detached and was left buried in the patient's femur. It had to be dug out by the surgeon.

Manufacturer narrative:
Device received for investigation. The visual (microscopic) analysis of the device indicated there was pre-damage present at the fracture surface. The likely root cause of the failure is wear/lifespan. It is possible that the failure occurred due to the pre-damage which was unnoticed prior to surgery. There are no similar complaints reported for this device. Corrective/preventive action is not required.